Event description:
It was reported that the customer's insulin pump had a frozen display, the time clock was not advancing, and the buttons were unresponsive. It was stated that the battery was changed, but the anomaly persisted. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons function properly. However, moisture damage was noted on keypad traces during visual inspection. The insulin pump was monitored. No frozen display anomaly noted. Missing end cap sticker, cracked case near display window corners, cracked reservoir tube lip and cracked battery tube threads noted during visual inspection.